Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in porto, (B)(6). Through follow-up communication livanova learned that the device was not cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of one (1) meter from the surgery field. In addition, livanova learned that the device is stored full of water during period of non use and that hydrogen peroxide (h2o2) level is not checked daily. Moreover, the hospital uses reusable blankets while device instruction for use prescribe the use of disposable blankets only. Reusable blankets can be a source of contamination. Based on retrieved information, the device is not cleaned and maintained in accordance with device instruction for use and these deviations led/contributed to the reported contamination.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium. The type of bacterium was not specified. There is no known patient involvement.